Event description:
Info received indicates the hi/low continues to drift down after the function switch is released.

Manufacturer narrative:
The tech found debris on the hi/low drive assembly. The tech cleaned the assembly to repair the bed.